Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (power issue) issue. The reporter alleged that the pump powered off during trouble shooting and when the pump rebooted, it stated a ¿replace battery call service¿ alarm and powered off again. It was reported that the patient replaced the battery, but the issue continued to repeat. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/09/2014 with the following findings: the complaint could not be duplicated. A review of the pump¿s black box data revealed cs 052 call service alarms. There was no visible damage observed to the battery compartment. The battery cap was not returned with the pump, and a test cap was used to complete the investigation. The pump powered on normally, and was exercised for 24 hours with no power interruptions or duplicated alarms. The pump was opened and moisture was observed on internal components of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.